Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383552 and lot number 4088967. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero leaked at connection. The following information was provided by the initial reporter: date of incident: (B)(6) 2024. Concern description: leaking blood and/or medication when accessing the nexiva IV. All connections tight but continues to leak through max-zero cap. Safety concern for both nurse/physician and patient. No adverse event reported. No visible damage to IV catheter noted.